Event description:
Subsequent to the initial medwatch additional information received: the physician is reportedly trained in the use of the proglide device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after an intervention procedure. Reportedly, when the needle plunger was removed a cuff miss had occurred. The device was removed and a second proglide device was used with the same results. Hemostasis was achieved using a third proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: although it was initially reported that the device would be returned, subsequent information indicates the device was discarded at the user facility. A thorough analysis on the product could not be performed because it was not returned for investigation. Without the product to examine, no determination can be made as to any factors that may have contributed the reported event. A cuff miss can be influenced by numerous factors including, but not limited to, manufacturing, user technique and/or patient anatomical conditions. During manufacturing, the needle trajectory of every device is verified and a sampling of finished devices is destructively tested to verify the functionality of the device. User technique, such as, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall may cause a cuff miss. Information about user technique was not provided. Patient anatomy (e.g. Calcified arteries, morbidly obese patients, etc.) May contribute to a cuff miss. No artery calcification or tortuosity was noted. A conclusive cause for the reported needle to cuff miss could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and found no indication of a lot specific product quality deficiency .based on the review of these databases, event information and testing/inspection criteria for this lot, a product quality deficiency was not noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.